Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter had displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first occurred at 7am on (B)(6) 2015. It is not known how the patient currently manages their diabetes, nor whether they made any changes to their regular diabetes management routine as a result of the alleged product issue. Thirty minutes after the product issue first occurred, the patient stated that they felt ¿tired¿. The patient did not receive any medical treatment as a result of this, but stated that they took insulin (unknown dosage) at 11am and then at 3:30pm on (B)(6) 2015. It is not known whether the patient used any other device to test their blood glucose during this period of time. At the time of troubleshooting the cca noted that the patient was unable/unwilling to walk through a retest in order to try to resolve the issue. The products were requested back for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.